Event description:
It was reported that the pt expried. Following the return of the device and lead, it was not possible to interrogate the device. It is unknown if the ICD caused or contributed to this event.